Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint analysis: the situation described during the process of arterial puncture on the patient, the puncture failed and after removal, it was found that the capillary was broken and partially missing. Through imaging observation, it was found that the broken capillary was not in the blood vessel, and a surgical procedure was performed to remove the broken capillary. Samples for evaluation: received a total of two (2) pieces of introcan-w fep 24gx3/4", 0,7x19mm as follows:- I) one (1) used and contaminated. Ii) one (1) unused and not contaminated (probably provided for comparison). Visual inspection: sample 1: observed the capillary was tear off and exhibits v-cut shape and distortion at the tear off area. · the tear off part of the capillary with residue blood was returned for investigation. Sample 2: observed the capillary tip still have normal contour shape which indicate no tear off capillary/ damage at the tip area. Investigation result: sample 1: observed the capillary was tear off and exhibits v-cut shape and distortion at the tear off area. The tear off part of the capillary with residue blood was returned for investigation. Sample 2: observed the capillary tip still have normal contour shape which indicate no tear off capillary/ damage at the tip area. During a simulation, the tear off capillary is likely caused by cannula bevel reinsertion as v-cut shape. As communicated in IFU, warning section stated that: do not re-use. Re-use of single-use devices creates a potential risk for patient or user. It may lead to contamination and/or impairment of functional capability. Contamination and/or limited functionality of the device may lead to injury, illness or death of the patient. In the case of an unsuccessful IV catheter placement attempt, remove the needle first to activate safety mechanism, then remove catheter from patient and discard both. Never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. Extreme care should be taken not to damage, pierce, cut or sever the catheter. Therefore, do not bend the catheter and/or needle during insertion, advancement, or removal of the needle. Do not use scissors or sharp instruments at or near the insertion site. Conclusion: sample 1 contains blood residue, indicating evidence of usage. Therefore, the tear-off was not caused by the manufacturing process, otherwise, it would have been visually detectable by the user prior to use. Thus, the cause is due to wrong handling by user complaint is confirmed. Please advise user to observe the IFU to avoid this defect. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission#: k020785.

Event description:
According to the event description: "during the process of arterial puncture on the patient, the puncture failed and after removal, it was found that the capillary was broken and partially missing. Through imaging observation, it was found that the broken capillary was not in the blood vessel, and a surgical procedure was performed to remove the broken capillary."